Event description:
Device report from synthes reports an event in canada as follows: it was reported that on (B)(6) 2021, when assembling the ria2 and specifically the reamer head onto the ria drive shaft, it engaged but seem very loose and was very easy to pull off. Surgeon switched reamer heads but still the same issue. Procedure was completed by switched reamer heads. The procedure was completed successfully without any surgical delay. There was no patient consequence. This report is for unknown reamer heads this is report 1 of 1 for complaint pc-(B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown reamer heads/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.